Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose. The customer treated with bolus or manual injections. Customer's blood glucose value was 400 mg/dl at time of incident. Customer's current blood glucose value was 230 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer states that the pump is not giving her the right amount of bolus customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.